Manufacturer narrative:
Additional contact (B)(6). Updated fields - b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - b7, d1, e1(event city, postal code and telephone) esp perosnnel verified with her that there was no blood or discoloration in the helium tubing. I then had her perform an iab fill, press start, and recheck the helium tubing for blood. This resolved the alarm and allowed therapy to resume. They reviewed the nature of the alarm and the various clinical possibilities that could have caused it. They discussed the multiple reasons the alarm may have occurred and concluded it was most likely related to the patient being tachycardic.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site address - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in the iab circuit alarm issue. There was no harm or injury reported.